Event description:
The customer reported that following a diagnostic catheterization procedure on june 1, 2000, the physician attempted to deploy a vasoseal es. During deployment, the physician inserted the temporary arteriotomy locator and deployed the j segment. The locator weas then pulled back until resistance was felt. The physician then placed the tissue dilator over the locator, but met resistance. The physician has pre-dilated the tissue tract with a hemostat. After much difficulty, the physician decided to abort the deployment of vasoseal es. At this point, the physician removed the dilator and then the locator(without first retracting the j segment). When the locator was inspected, the j segment was missing from the locator and remained in the artery. The physician used a snare device contra-laterally to remove the j segment from the artery. No pt complications were reported.